Manufacturer narrative:
On 8-10-2023, the following information was reported: a pump data log review verified that the bolus was manually requested by the customer on may 26th, 2023. Reportedly, a bg of 118 mg/dl was recorded by the pump; however, the user manually entered and requested a 10 unit bolus, overriding the suggested correction bolus recommendation. The bolus was later aborted, preventing it from being fully delivered as only 1.31 units were delivered of the originally requested 10 units.

Event description:
It was reported that the pump intermittently delivered a bolus without user input. Customer¿s blood glucose level was 180 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.